Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to an unknown cause. A new rv lead with the same model was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to an unknown cause. A new rv lead with the same model was implanted successfully. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to tissue that had got caught in the helix after multiple tries. Rep does not have the lead and will not be returned. No adverse patient effects were reported.